Event description:
A patient underwent initial surgery on (B)(6) 2011 on l3-s1 with diagnosis of spondylolisthesis and radicular nerve pain. The patient presented post surgically with continued symptoms of radicular pain. The surgeon decided to revise the construct on (B)(6) 2011 based on CT scans to adjust two screws laterally because of close proximity to a nerve. During the revision, the surgeon replaced the screws at left l5 and s1, and also replaced the left rod.

Manufacturer narrative:
Per the initial reporter, the revision surgery was not because of a product problem; there was no device failure. The event was related to positioning of the device in proximity to a nerve. A review of the instructions for use outlines user attention to the type and size of implant appropriate to the patient and the positioning of the implant. Method: no devices were made available for investigation. Conclusions: positioning of the device contributed to the event.